Event description:
It was reported that during a case, the doctor was having difficulty oxygenating the patient and noticed that the ventilator was not running. It was reported that the red alarm leds were not lit and the machine was not alarming. It was reported that the doctor was able to activate man/spont mode by pressing the man/spont mode key and was also able to activate the volume mode by pressing the volume mode key. The case was completed using this machine. It was reported that the patient did not regain consciousness and expired the next day.

Manufacturer narrative:
The machine was tested by the local biomed who reported that it passed all tests, and was returned to use. The anesthesiologist and director of the sicu (surgical ICU) stated that he did not believe at this time that any machine malfunction was presented or contributed to the negative patient outcome. The investigation of the manufacturer is ongoing. The results will be reported in a follow up report.